Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for: bleeding. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Event injury was updated to pelvic pain, abdominal pain, general abnormal bleeding and psych injury. Reporter information was updated. Date of explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included vaginal bleeding, hypertension, asthma, insomnia, obesity, epigastric ache, chest pain and menometrorrhagia. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included anemia. Concomitant products included ascorbic acid;cyanocobalamin;ferrous fumarate;folic acid (chromagen fa), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: bleeding. Discrepancy noted in event onset date of events vaginal haemorrhage, menorrhagia- (B)(6) 2004 (dated before device insertion date). Lot number: 629304 manufacturing date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff did not undergoes essure confirmation test.". The patient's medical history included vaginal bleeding, hypertension, asthma, insomnia, obesity, epigastric ache, chest pain and menometrorrhagia. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included anemia. Concomitant products included ascorbic acid;cyanocobalamin;ferrous fumarate;folic acid (chromagen fa), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: bleeding. Discrepancy noted in event onset date of events vaginal haemorrhage, menorrhagia- (B)(6) 2004(dated before device insertion date). Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received- new event vaginal bleeding, menorrhagia, mental anguish, event pt was updated from psych injury to depression, plaintiff did not undergoes essure confirmation test.. Lot number was added. Event onset date was added, reporters information was added, medical history and concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.